Manufacturer narrative:
One cac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an inability to produce an output voltage. Supplemental testing revealed that the f1 fuse was open. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to an open f1 fuse. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patients controller ac adapter was not providing power to the controller. Per the site, the power cord connection to the junction box seems to be the issue. There was no physical damage or force that was used on the adapter. The controller ac adapter was replaced with controller ac adapter (B)(4). There was no reported consequence or impact to the patient. No further information was provided.